Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with the statement, "this device is intended for single use only". A formal review of the label for the product family will be conducted. If there is any additional relevant information, a supplemental report will be submitted.

Event description:
It was reported that a home patient changed the heater bag without changing the 3-prong automated pd set with cassette; thus, reusing a single-use product in order to resolve an unrelated alarm on the homechoice (hc) during peritoneal dialysis (pd) therapy. The technical service representative (tsr) assisted the patient to end therapy and instructed the patient to never change bags during therapy. There was no patient injury or medical intervention. Additional information was requested and is not available.